Event description:
It was reported that 3 of the patients leads had migrated. Surgical intervention took place where the leads were explanted and replaced. Related manufacturer reference number: 1627487-2023-01530, 1627487-2023-01531.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.